Manufacturer narrative:
Jaw tip skewed. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, no; damaged jaws, misaligned; damaged feed bar, good; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, good; damaged tube, no and damaged weld seams, no. Functional tests & results: number of clips fed and formed, 7. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that instrument was returned with misaligned jaw tips. Instrument was cycled, fed, and scissored remaining clips due to misaligned jaw tips. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed (scissored). There was no pt consequence.